Manufacturer narrative:
Device was used for treatment, not diagnosis. Expiration date reported from device history record review only as february 2022. A review of the device history record revealed no complaint related anomalies. The device history record shows this lot of extra articular distal humerus plates was processed through the normal manufacturing and inspection operations with no rework or non-conformities noted. This lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. A review of the raw material device history record revealed this lot met all specifications with no non-conformance noted. This raw material lot met all dimensional and visual criteria at the time of manufacture with no issues documented during the manufacture that would contribute to this complaint condition. The investigation could not be completed; no conclusion could be drawn, as no product was received if information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported the patient had open reduction internal fixation (orif) of right distal humerus on (B)(6) 2014. Reportedly the patient began lifting weights and an x-ray taken on (B)(6) 2014 showed non-union, no displacement, broken screws and delayed healing was noted. The patient did not experience any pain and revision surgery was performed on (B)(6) 2014. Shafts of six broken screws were left in the patient and all the broken screw heads were removed. In addition one plate and six screws were removed intact. The revision surgery was done for non-union repair with iliac crest autograph. The procedure was completed successfully without any delay and the patient was reported to be doing fine. This is report 1 of 4 for (B)(4).